Manufacturer narrative:
A titan otr pump, two cylinders, and a detached exhaust tube with connector were returned for evaluation. A separation was noted in the longer exhaust tube of the pump. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on the inlet tube of the pump. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the detached exhaust tube or connector. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress(s) may have been exerted on the longer exhaust tube of the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a tubing leak which resulted in the device being explanted and replaced.